Event description:
It was reported by service report that the brakes were not holding and brake pedals were difficult to engage.

Manufacturer narrative:
Result - foot end brake crank assemblies, scorpion brake kits, brake cam bolts.